Event description:
The customer contact reported a delay in critical therapy following the device falling off the IV pole. At an unspecified time, the device was programmed to deliver one unit of blood for a duration of approximately 90 minutes and the delivery was started. No further programming parameters were provided. Approximately 20 minutes later, the device fell off the IV pole while the patient was ambulating to the bathroom. Reportedly, the IV tubing "disconnected" above the cassette, blood leaked, and the remainder of the unit of transfused blood had to be discarded. The device was removed from clinical service. Prior to the event, the patient's hemoglobin and hematocrit levels were reportedly "very low." Due to an area "blood shortage," a replacement unit of blood was not available for several hours. Once the replacement unit was available, the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.